Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received and it appears to be well used and the tip is broken as stated in the complaint. User technique seems to be a likely cause of this breakage. The proper technique is represented in the prodisc c technique guide and also is taught in the mandatory surgeon training for the device. Due to this no change to the inserter design or risk analysis is warranted at this time.

Event description:
It was reported that there was a broken implant inserter and a broken t-25 stardrive shaft for matrix sitting out on the counter. There was no patient involvement.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 2 for (B)(4).